Event description:
Same case as 2134265-2013-07619. It was reported that stent damage occurred. The target lesion was located in the tortuous proximal circumflex. The physician advanced a guidezilla guide extension catheter though the lesion making the lesion worse. The physician then advanced a 2.5x24mm ion stent inside and the stent got stuck inside the extension catheter. The extension catheter and stent were removed as one unit. Upon removal it was noted that the stent was mangled. It is unknown if the stent was mangled during advancement or during removal from the extension catheter post procedure. The extension catheter was replaced with a different device and the procedure was completed with a 2.5x28mm ion stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).